Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his right side on or about (B)(6), 2007. Patient later experienced pain and elevated levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to high ion levels being reported.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on his right side on or about (B)(6), 2007. Pt later experienced pain and elevated levels of chromium and cobalt. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.